Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the lead introducer cracked in the middle of a trial surgery. The health care provider (hcp) tried advancing the lead introducer without the dilator. It appears that this put a kink in it. The hcp tried advancing the dilator after that the dilator got stuck and they think it tore open or caused a crack in the middle. They opened a new lead introducer kit which worked just fine.